Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the imaging system was not communicating with the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the issue was not a software issue as the issue was resolved with the bulkhead connector replacement on the imaging system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: additional information was received that the bulkhead on the imaging system was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.